Event description:
It was reported that the ventilator had no battery power, and the battery cap was absent. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received. Visual inspection noted no physical damage. The complaint was confirmed as the device was missing battery and battery compartment cap. The root cause was due to user interface. A device history record (DHR) review was not performed as there was no indication of a manufacturing defect during the investigation. Actions taken: replaced battery, battery holder assembly and MRI battery. Replaced sintered filter and o-rings for the preventative maintenance (pm). Replaced defective alarm reed. Performed preventative maintenance (pm), recalibrated unit, cleaned and affixed new service label. Device passed all functional and delivery tests.